Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the sample probe, the reagent syringe, and the buffer syringe per troubleshooting. Upon priming the analyzer, fse noticed the buffer valve was malfunctioning. Fse replaced the buffer valve to resolve the issue. Information not provided by customer. Phone number is (B)(4). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of false low sodium (na) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.